Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose of 32mg/dl and alarmed threshold suspend. Customer indicated of sensor issues and was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming is correct. The customer was assisted with troubleshooting and the pump was operating as designed. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose and call back if any further issues.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Threshold suspend alarm feature was programmed to 60 units, device delivery stopped when sensor value was programmed below suspend threshold. The sensor and threshold suspend features working properly. No cosmetic damage noted.